Event description:
The customer reported that the high-definition camera head sometimes has no image. The issue occurred during preparation for use/prior to sedation of a plasma kinetic resection procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's no image malfunction was confirmed. The device evaluation found the camera cable is damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the results of the investigation, the camera cable was damaged, and the internal charged coupled device may have failed. Therefore, it is likely that normal communication was not possible, resulting in no image output. Olympus will continue to monitor the field performance of this device.